Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy check and the ablation tests were performed without any issue. The energy was stable during the whole day. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The first treatment was aborted during bed cut from surgeon by pressing the foot pedal, log files show a message indicating the treatment was aborted by the surgeon and not by device. During the first treatment, the bcc check for the right eye (od) was done about 12 minutes before laser fired instead of immediately before firing. The patient interface (pi) was docked to the eye several times on first treatment, because the surgeon had difficulty achieving a valid suction two value, therefore the vacuum process was interrupted twice by the surgeon. Log file review shows that the doctor changed the energy settings for the second treatment and treated the right eye (od) again. The second treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the second treatment. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. Root cause could be confirmed (as per initial report) as bad docking, therefore user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that suction break was sudden during bed creation. Canal energy was adjusted and flap was re cut.